Event description:
It was reported that during a post-operative follow-up, a persistent bilateral low volume ib endoleak was observed. The patient complained of hip/back pain. The clinical team decided to attempt sealing the bilateral type ib endoleak with custom-made device (cmd) iliac branch devices (ibd). The type ib endoleak was reported to have been identified on an unknown medtronic aaa endograft. The cause of the type ib endoleak was not provided, and no additional clinical sequelae were reported. Computer tomography angiography (cta) showed a kink of the external section of the right ibd (non-medtronic) ; an 8mm x 59 non-medtronic stent, post dilated to 12mm was used to straighten this kink. The patient had thrombolysis of the right external iliac artery (reia), angioplasty of right internal iliac artery ( riia) stent and extension of riia stent to posterior division 2 x 7x59 non-medtronic stents.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model: unknown; serial number unknown, implant date: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.